Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp (omsc) for evaluation. Since the lot no. Is unknown, the manufacturing history record (DHR) could not be reviewed. However, omsc has only shipped devices which passed the following inspections. Length of the cutting knife. Dc resistance value between plug to cutting knife. Operation of the cutting knife. There was no malfunction report of the subject device concerning the events. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
On january 15th, 2020, olympus medical systems corp. (Omsc) received a literature titled ¿the utility of a novel colonoscope with retroflexion for colorectal endoscopic submucosal dissection¿. The literature reported results of two hundred and twenty-seven procedures of endoscopic submucosal dissection (esd) to resect colorectal lesions located in the left-side colon between april 2009 and february 2018. Some or all of the esd procedures have been performed with unspecified olympus single use electrosurgical knife (dual knife), single use electrosurgical knife (dual knife j), and/or single use electrosurgical knife (it knife nano). Seven cases of postoperative bleedings and eight cases of intraoperative perforation were reportedly observed. The relationship between the subject devices and all of the reported complications could not been determined based on the available information. According to the number of the complications and the number of olympus devices which mighty have contributed to the complications, omsc is submitting forty-five medical device reports. This is a report on one of eight cases of intraoperative perforation regarding dual knife and eight of forty-five reports.